Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead provocation testing was performed, and the noise was not reproducible. An x-ray was performed, and no anomalies were observed. The sensitivity was reprogrammed as a temporary solution. A lead revision procedure is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.